Event description:
This late MDR is a retrospective filing for an international product with a similar us product. An abbott product developer generated a nonreactive architect hbsag result on a specimen when compared with a product in development. The specimen generated a nonreactive architect hbsag = 0.04 iu/ml result (conversion from units to s/co = borderline results of 0.83, 0.81 s/co). The specimen tested reactive = 1.26, 1.24 s/co with the product in development and confirmation assay positive. Additionally, the specimen is reactive. There was no impact to patient management reported

Manufacturer narrative:
Evaluation: device/samples not returned. Retained kit testing met all specifications this late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Abbott reviewed the documented complaint information and note that a potentially false negative result with architect hbsag number. Lot number 57313hn00 within assay development studies was obtained. During internal assay development sample provided by promeddx as potential positive interfering sample, was repeatedly non-reactive with architect hbsag list number, lot number 57313hn00 but repeatedly reactive with the replacement architect hbsag assay list number (still under development). The sample was then further tested with abbott prism hbsag, architect hbsag confirmatory and the replacement architect hbsag confirmatory assay (still under development). The sample was found repeatedly reactive for abbott prism hbsag and confirmed positive with both versions of the architect hbsag confirmatory assay. The r&d department provided two aliquots of the commercial available sample but it was not clear which aliquot was used. The investigation team tested the sample provided by r&d department with the in-house sample of list number, lot number 57313hn00. The data generated showed that the calibrator, negative control, positive control 1 and positive control 2 were well within the specification range. Aliquot 1 was found to be reactive for all three replicates tested. The second aliquot was initial reactive but borderline non-reactive with two additional replicates tested. The observation could only be repeated with the second aliquot of the same sample ID. It seems that there might be a difference between the two aliquots as also the appearance of both aliquots was different. Aliquot 1 was clear whereas the second aliquot was cloudy and easily crumbled. Both aliquots were tested with architect hbsag confirmatory. The values generated for the calibrators are within the expected range. The result for nc and pc are well within the specifications stated in the respective package insert. Both aliquots of the sample were tested and confirmed positive results were obtained for both aliquots. The final interpretation for aliquot 1 of the sample is reactive. Aliquot 2 is borderline non-reactive with one reactive result and two non-reactive results but confirmed reactive with the architect hbsag confirmatory assay. Considering the repeat reactive prism hbsag result and the results generated with the hbsag assays in development this sample could be considered as hbsag positive. Additional testing was performed with architect hbsag lot number 57313hn00 to confirm the clinical sensitivity of the reagent. Two commercially available seroconversion panels were tested and the same first reactive bleed was detected compared to historical data. This investigation did not reveal that clinical sensitivity is impacted. As part of this investigation a review was performed of the complaint and manufacturing records for architect hbsag, list number, lot number 57313hn00. This review did not identify any problems relating to the account observation. To exclude a potential product deficiency of architect hbsag complaints for potential false negative results since 2007, were reviewed and no trend could be observed related to this issue. Based on this investigation, it is determined that architect hbsag, list number, lot number 57313hn00 is currently performing acceptably within the package insert claim for sensitivity (99.52 % with a 95% confidence interval of 98.29 % to 99.94%). It remains unclear why the second aliquot of this sample gave non-reactive results with the architect hbsag assay. Sample seems to be weak reactive sample with reactive results at the borderline. Taken together the data submitted from r&d department and during investigation showed that the sample is ranging at a very low level of hbsag, which then might lead to borderline reactive and non-reactive results with architect hbsag assay but confirmed results with architect hbsag confirmatory assay. In addition performance of immunological assays is susceptible to variations to composition in sample material. For optimal results, serum and plasma should be free of fibrin, red blood cells, or other particulate matter. Such specimens may give inconsistent results and must be transferred to a centrifuge tube and centrifuged at least 10,000 rcf for 10 minutes. Frozen specimens must be mixed thoroughly after thawing by low speed vortexing. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. This is the final report.

Event description:
A "no coag, err 32" result was obtained on a patient prothrombin time sample. The result was reported to the physician as greater than 150 seconds. The original sample was retested and a normal result was obtained. The patient was treated with cryoprecipitate and fresh frozen plasma. There was no report of adverse health consequences as a result of the falsely depressed fibrinogen result.

Manufacturer narrative:
(B)(4).